Event description:
The following was reported to hamilton medical ag: during routine maintenance, technical faults 431002, 446024, 44004 (voltage out of tolerance) occurred. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).